Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015 the reporter contacted animas alleging an unspecified inaccurate delivery issue. The patient reportedly did not use the pump's advances bolus features. Troubleshooting indicated that an air bolus was successfully programmed and recorded accurately in the pump history. Additional troubleshooting could not be completed and no additional information was provided. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved.